Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). We received no complaint sample. Functional test no abnormality was identified. Bending stiffness test was conducted on the retention sample of cannula tubes in accordance with the testing and measuring method. Inspected item: pencan 25gx3 1/2 w.intro.-EU. Material no.: 4502043-13xx. Batch no.: 20e19h8b03. Result: 0.3665 mm. Specification: max 0.43 mm (thin walled tubing) based on iso9626 in 1991. Span: 10.0 mm. Test load: 7.0 n. Judgement: passed. Review manufacturing records: we investigated our manufacturing records of the concerned batches of bulk needles, but any abnormality such as scratches, bending, breakage, and so on were not found. Justification: this complaint is not confirmed. We received no complaint sample. Therefore, we at bbaj conducted the review of the manufacturing record of the concerned batch of the bulk needle. Also, the visual inspection and the bending stiffness test for the cannula tubes using the retention sample were conducted accordingly. Result: any abnormality was not confirmed as a result of reviewing the manufacturing record of the bulk needle. No abnormality was identified as a result of the visual inspection of the retention sample. Result: 0.367 mm. Specification: max 0.43 mm (thin walled tubing). Span: 10.0 mm. Test load: 7.0 n. Judgement: passed. It was confirmed that the inspected samples satisfied the specification of the bending stiffness. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): missing distal part of the needle.